Manufacturer narrative:
No unexpected failed battery alarm or blank display was noted. No frozen display was noted and the time advanced properly. The insulin pump passed the displacement test and the off no power test. The operating currents were within specification. Intermittent button response was noted on the escape button due to moisture damage to the keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
The customer called and reported the insulin pump alarmed failed battery test, would not scroll, and reportedly shut down. The customer's blood glucose was 158 mg/dl. There was no relevant corrosion or damage found. After the customer was advised to clean the battery cap contacts and insert a new battery, the insulin pump did not alarm with a failed battery test. Customer declined further troubleshooting and also stated there was a black dot on the screen. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.